Manufacturer narrative:
Concomitant medical products: 694765 lead; implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately detected atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode and delivered shock therapy that terminated the af. The device remains in use. No further patient complications have been reported as a result of this event.